Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images not sent to mmi as they were taken prior to initial procedure and would no enhance the investigation. From medical records, persistent pain with overhead use, mild impingement signs, findings consistent with persistent left shoulder inflammation after rcr, injection provided. From medical records, no pain to very mild/slight pain reported. The reported event is confirmed as medical records were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left rotator cuff repair. Subsequently, the patient reported persistent pain with overhead use, inflammation, and mild impingement signs at 8 months post-op. The patient received an injection of steroids and a numbing agent (depo medrol and lidocaine), the outcome of which is currently unknown. However, at most recent follow-up no further complications or concerns had been reported and the patient overall reports doing well. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2024 -00693. D10: toggleloc 2.9mm cat: 110010384 lot: 549610. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.